Event description:
It was reported that when using the bd pyxis¿ es server svg5or5 health site viewer was showing a "download stopped" status. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was shown as download stopped. A technical support specialist (tss) dialed into the station and reviewed the data synchronization debug logs, identifying pending download failures due to server rejection. Server checks confirmed that the last upload and download were not current. The station database was backed up to the location, after which the database was dropped, medication application was repaired, and a full synchronization was performed successfully. Post synchronization validation confirmed that the last upload and download were current in-patient encounter system, indicating the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.